Event description:
The customer reported to olympus that the bronchovideoscope, displayed error code e117 (optical module life) malfunction). The issue occurred during the procedure. There was no patient harm reported or impact associated with the reported event.

Manufacturer narrative:
The device was returned and evaluated. Device evaluation found the following malfunction: e117 (optical module life), due to corrosion on plug unit, e315 (scope err unsupported scope) occurred. The additional findings were as follows: due to adhesive peeling of distal end, distal end was not secured, scope cover was deformed, due to deformation of scope cover unit, water tightness was lost, suction connector, plug unit and circuit board unit in suction connector had corrosion due to water leakage, insertion tube rotation ring had discoloration, adhesive on bending section cover had wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and because the phenomenon (e117 error) was not duplicated during device evaluation, the root cause of the phenomenon could not be determined. In addition, it is likely that conduction failure due to water invasion of the scope connector caused the e315 error to occur. However, no specific cause could be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦ warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.